Manufacturer narrative:
Patient data unknown. This report is for one unknown mandible distraction devices/unknown lot number. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mini lengthening apparatus broke. The patient is currently living out of state and being seen by another orthopedic but a will probably come back for a revision surgery. It was also reported that the patient was implanted with a mini lengthening apparatus; the patient¿s bone was cut into pieces, the device was inserted and the patient was instructed to tighten the apparatus one click per day. During the treatment the device stopped working (the dial used to lengthen and distract, spun without producing a result) eventually causing the bone to heal without being lengthened as expected. The patient is scheduled for a revision surgery on (B)(6) 2015. The bone will be re-cut and a competitor¿s device will be implanted to lengthen the bone. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision procedure did occur on (B)(6), 2015 and the devices were explanted.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an external, fixating instrument that is not implanted and explanted. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation summary was performed. The investigation of the complaint articles has shown that: the 394.071 mini lengthening apparatus is an instrument routinely used in small external fixator ¿ wrist spanning frame (technique guide j4880-g). The device was returned and reported to have not lengthened properly after fixation. This condition is unconfirmed; the device lengthens and shortens properly with the attached knob. It is possible that the patient did not correctly turn the lengthening knob, accidentally compressing and eventually leading to no movement, which could have led to this complaint condition. The device was manufactured in 9/2014 and is less than a year old. The device was returned in fair condition with some visible wear. Drawing number se_442681 rev. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.